Manufacturer narrative:
Product analysis: though no stylus was returned with the unit, a known good stylus did not align with the cursor on the screen. The connection from the xy board to the overlay was reseated to resolve and a stylus was added and calibrated. The hard drive was reconfigured and the software was reloaded and updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which was returned with no information subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.